Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose (bg) was 59 ¿ 120 mg/dl. Customer consumed carbohydrates to address bg. It was also reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. The customer continued to use the pump for insulin therapy.